Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
It was reported that the patient experienced infection at abutment site, subsequently the abutment was removed on (B)(6) 2017. The implanted device remains.